Event description:
It was reported that the event involved a male patient that expired while in the cath. The md inserted the iab through the sheath via right (coronary) femoral artery with no issues. Approximately 20 minutes later, after pump was initiated, there was blood observed in the gas tract. The patient had a cva (cerebrovascular accident). As a result, the intra-aortic balloon (iab) was removed and there was not another attempt at the procedure. There were patient complications noted. Medical/surgical intervention was required. There was a delay or interruption in therapy that did cause harm to the patient. It is unknown if the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.